Manufacturer narrative:
Per tandem¿s instructions for use: the pump is indicated for use in individuals six years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. The customer's parents addressed the elevated bg via a correction bolus and supply change. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.